Event description:
Per the clinic, the patient experienced intermittency with device use subsequent to experiencing a head trauma. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (date not reported). It is unknown whether the patient ws reimplanted with another cochlear device, as of the date of this report.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.